Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door freeze while pulling meds. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 was failed and froze the station when pulling medication. A field service engineer tested the latch in the hardware test application (hta) and observed that door number two triple-clicked and failed to release. The fse replaced the latch and rebooted the system, then identified an incorrect configuration, replaced the door board, reseated the internal pyxibus cable, and reseated all latch harnesses, verified proper operation, then launched the application, configured the tower in storage space configuration, and allowed the customer to access the tower without issue, tested overall functionality, and all tests completed successfully. The system functioned as intended after the field service engineer repaired the device.